Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/05/2007 to present date 10/20/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported error 242.4030 on the 8100. No patient involvement is noted.

Event description:
The customer reported error 242.4030 on the 8100. No patient involvement is noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 242.4030 in the error log. But he was not able to replicate the error, after running basic infusion test on lvp8100. Technical support - advised customer to complete pm/test on the pump and put it back in circulation. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/05/2007 to present date 10/20/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. Customer unable to replicate the error. The customer reported problem was not confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.

Event description:
The customer reported error 242.4030 on the 8100. No patient involvement is noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 242.4030 in the error log. But he was not able to replicate the error, after running basic infusion test on lvp8100. Technical support - advised customer to complete pm/test on the pump and put it back in circulation. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/05/2007 to present date 10/20/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. Customer unable to replicate the error. The customer reported problem was not confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.